Event description:
It was reported that there was frost on the needle shaft. An icerod cx 90 degree needle/vl was selected for a cryoablation procedure to treat renal cell cancer. During the procedure, however, there was frost on the shaft of the needle. The physician used warm swabs on the patient skin to prevent freeze burns. There were no patient injuries. The original device was used to complete the procedure.